Event description:
Additional information received reported that when the event took place, per the patient, her legs swelled up, she was on lasik¿s, and all sorts of bad things happened to her. The patient was unable to walk due to blisters and the pump site was swollen. The patient also stated the health care provider (hcp) was advised to remove the pump and catheter due to potential complications. Patient also indicated that the facility that removed the pump would not release the pump for analysis. The health care provider (hcp) was going to implant a new pump on (B)(6) 2013, but would not implant a new catheter, which the patient was upset about. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the pump was replaced. The device system was used to deliver infumorph 25mg/ml. A motor stall occurred. It was reported that the stall recovered more than 2 hours later, however it was unclear as to when it recovered. The motor stall occurred on (B)(6) 2013. On (B)(6) 2013, the ¿stopped pump exceeded period may exceed tube set¿ message occurred. The patient was in for a refill on (B)(6) 2013 and the motor stall was noticed. The pump was programmed to minimum rate and the patient was put on oral medications. Underdose symptoms and less than 50% therapy relief occurred at the time of the stall. The patient status was reported as ¿alive-no injury¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a confirmed motor stall with no motor stall recovery noted in the logs. The stall occurred on (b(6) 2013 and the tube set message was two days later. The patient had heard some "beeps" but didn't think it was her. For the past 5-6 days the patient had been having increased pain, blurry vision and couldn't walk on her heels. There were no withdrawal symptoms. It was also noted that the patient had been taking more pain meds. There were no mris or exposure to magnets. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008: product type catheter; product ID 8711, lot # j11471r07, implanted: (B)(6) 2003: product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).